Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the outer coil was fractured approximately 33 cm from the terminal pin. Lead insulation around the fracture was deformed and compressed. Microscopic evaluation determined the fracture was the result of fatigue. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by a repetitious localized force in the clavicular/first rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements due to subclavian crush. The lead was explanted and replaced. No additional adverse patient effects were reported.